Event description:
Revision surgery due to femural and tibial components loosening at 2 years and 8 months. The surgeon revised all gmk-sphere implants (femoral component, insert, and tibial tray) and revised to gmk-revision implants. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2026 gmk-sphere 02.12.1506r gmk sphere femur porous tigrowthc+ha s6r (k223548) lot. 2245878: (B)(4) items manufactured and released on 06-jun-2023. Expiration date: 2028-may-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.3d05r gmk 3dmetal tibial tray size 5r (k221850) lot. 2238284: (B)(4) items manufactured and released on 09-nov-2022. Expiration date: 2027-nov-01. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.